Manufacturer narrative:
The amo field service engineer (fse) inspected the phaco machine at the customer location's and was not able to duplicate that report. The fse verified there were no errors in the error log of the machine and the system meets its specs.

Event description:
The clinic reported that the vitrectomy function on the phaco machine was not working. No pt injury reported.